Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model valve in the mitral position was disabled via a valve-in-valve procedure after an unknown implant duration due to mitral stenosis and regurgitation. A 9755rsl 29mm transcatheter valve was successfully implanted.

Event description:
It was reported that a 36mm 4450 mitral ring was disabled via a valve-in-ring procedure after an implant duration of one year and eight months due to mitral stenosis and regurgitation. A 9755rsl 29mm transcatheter valve was successfully implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, d1, d2, d4, d6, g3, g4, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The causes of surgical or percutaneous intervention for failed annuloplasty repairs are well documented in the literature. This is primarily due to progression of native valvular disease or technical failures and is not related to device malfunction. This may present as recurrent regurgitation and/or stenosis. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Per technical summary 26579, rev a, [failed annuloplasty repair] re-operations are primarily the result of a progression of disease, the patient's baseline hemodynamics, or technical failures and are not evidence of product malfunctions. The most likely cause is patient factors, including progression of the patient's disease. H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.